Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was discovered at the ipg site during a lead revision (reference MFR. Report#1627487-2018-03169). As a result, the physician explanted the entire scs system during the procedure. In turn, cultures were obtained, vancomycin powder placed into the implant site, and the devices were sent to pathology. Reportedly, the patient will undergo 8 weeks of antibiotics as further treatment.

Manufacturer narrative:
Concomitant medical product and therapy date omitted from the initial report.